Event description:
As reported in the newspaper in 2004 "...a pt died of internal infections after a weight-reduction operation.." "The pt suffered peritonitis and sepsis after their stomach was accidentally perforated four days earlier when a surgon inserted a "band" to constrict the stomach and prevent overeating...". No other info is available at this time to determine a probable cause or an exact cause. This event is being reported because inamed's approach to compliance is to resolve all doublt in favor of reporting.